Event description:
The patient was on a bicarb continuous venous-venous hemofiltration machine (cvvh). The machine was noted to be leaking from the back, while the machine was connected to patient and running. During system/balance check machine started alarming "cartridge leaking". System stopped immediately and machine taken out of service.